Event description:
Voluntary medwatch received states that the patient's low voltage lead was capped due to unknown reason. The patient had no adverse consequences.

Manufacturer narrative:
UDI is not available as product information was not provided.